Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because customer did not have supplies available to complete system check. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose ranged from 280-389 mg/dl at time of event.